Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the following malfunction: a faulty serial digital interface port. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high definition lcd monitor experienced a no image issue due to a faulty serial digital interface port. The issue occurred during an unspecified procedure. The procedure was completed with the same device. There were no reports of patient harm or procedural delay.